Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision with surgeon where metal asr liner and femoral head were replaced. Prior to surgery, I was told by a colleague that the asr hip had a global recall. (B)(6) provided me with the metal liner and femoral head to send back to (B)(6). Please advise. Was required to put impacted product but unsure of exact name. All I was told was asr hip.